Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of the cartridge along the guide rail was missing, preventing the cartridge from sliding onto the pump properly. There was no reported impact to the customer's blood glucose level. A new cartridge was successfully loaded to address the event.